Event description:
It was reported that the patient had an elevate pc anterior graft implanted on (B)(6) 2013. The patient experienced mild pelvic organ prolapse anterior with "vaginal pain, vaginal bulge, urge". No intervention has been performed and the event is considered to be ongoing. There were no further patient complications reported as a result of this event. Related to manufacturer report # 2183959-2015-00226.